Event description:
I had a saline breast augmentation 30 years ago. 7 years ago, I started experiencing lots of symptoms and I started going to different specialists trying to find an answer. All I heard was guessing¿s from them. They told me I may have copd or asthma, or maybe I was overweight. Then another doctor told me I may had lupus. Then after thousands of different tests, she told me I had fibromyalgia. Recently I heard about breast implant illness, and it seems like all the symptoms I have been experiencing all these years, are the same as this condition. Unfortunately, I don't have the money to pay for the explant of my breast and I understand that insurances don't want to pay for this procedure. After researching and talking to people that went through the same problem as me, I have found that their symptoms disappeared. I just want to have a normal life and a real answer to all my symptoms.